Manufacturer narrative:
(B)(4).

Event description:
Procedure type: coronary bypass. According to the reporter: during the procedure, the safety did not function although there were no clips in the device. Since the device was fired without a clip in the jaws, the vessel tissue was slightly damaged. Another device from the same lot was opened, but the same trouble occurred. A new device from a different lot was used without problem. Nothing fell into the patient's cavity. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss as a result of this problem. The case was not extended by more than 30 minutes.